Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hav ii assay results for 1 patient sample on a cobas e 801 analytical unit. On (B)(6) 2022, the patient had anti-hav qualitative result of 0.008 c.o.I., interpreted as positive. On (B)(6) 2022 , the sample was re-centrifuged and repeated. The repeat anti-hav qualitative result was 0.00777 c.o.I., interpreted as positive. An anti-hav igm test was also performed on the sample and the result was 0.342 c.o.I., interpreted as negative. The sample was sent to another lab for elisa testing. The anti-hav igg and anti-hav igm results were both negative. It was confirmed that the patient had not recently received a hepatitis a vaccine. The positive anti-hav result was reported outside of the laboratory. The analyzer serial number is (B)(4).

Manufacturer narrative:
Patient samples were provided for investigation. The investigation was able to confirm the positive anti-hav result obtained at the customer site. Investigational thyroid testing was also performed which gave results indicating no interference with the anti-ru component of the reagent. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc data provided were acceptable. The investigation did not identify a product problem. The root cause of the event could not be determined.